Event description:
It was reported that during preparation for the procedure it was observed that the system turns on correctly, but when a fiber is attached error 902 is received stating to attach an authorized fiber. It was verified with the customer that an authorized lumenis fiber was being connected to the console. The procedure was then rescheduled. There were no patient complications. After the sis board and the antenna were replaced, the error did not appear again and the system worked correctly. The event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
D3. Manufacturer email: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Visual inspection of media provided by the customer was performed. Visual inspection showed a component with no identification and the display with the configurations. Investigation of the console at the customer's site found the console turns on correctly. However, when connecting the fiber to the console, error 902 was displayed on the screen stating to attach an authorized fiber. The sis board and antenna were replaced. Then the error no longer appeared, and the system worked correctly. It is probable that the damaged sis board and antenna caused the reported event.

Manufacturer narrative:
D3. Manufacturer email: (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Visual inspection of media provided by the customer was performed. Visual inspection showed a component with no identification and the display with the configurations. However, the media did not provide any information related to the reported event. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation for the procedure it was observed that the system turns on correctly, but when a fiber is attached error 902 is received stating to attach an authorized fiber. It was verified with the customer that an authorized lumenis fiber was being connected to the console. The procedure was then rescheduled. There were no patient complications. After the sis board and the antenna were replaced, the error did not appear again and the system worked correctly. The event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during preparation for the procedure it was observed that the system turns on correctly, but when a fiber is attached error 902 is received stating to attach an authorized fiber. It was verified with the customer that an authorized lumenis fiber was being connected to the console. The procedure was then rescheduled. There were no patient complications. After the sis board and the antenna were replaced, the error did not appear again and the system worked correctly. The event is being reported for aborted/cancelled procedure with a patient under anesthesia.